Event description:
Information received from iis 2023-001 indicates the following: r distal 1/3rd tibia fracture. Closed reduction and casting under mac anaesthesia. Also had ipsilateral ankle fracture between gmrs surgery and last f/u visit where femoral stem loosening was diagnosed. Declined discussion of surgery at last visit. Had order for pt and plan was to continue w this.